Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump remitted multiple cs 054 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2016 with the following findings: a review of the pump¿s black box data and alarm history revealed the pump emitted a cs 054 call service alarm. No call service alarms were duplicated during testing. The ezprime sequence was performed successfully and the pump was exercised for 24 hours with no alarms occurring. The pump cover was removed and no evidence of internal moisture was observed. There was no damage to the transceiver flex or printed circuit board found. The complaint was confirmed in the pump history but not duplicated during testing. There was no defect found during investigation.